Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Reported alarms were confirmed in the ventilator logs. Additional information received by the user facility suggested that the patient circuit may have been leaking during use. A leakage was simulated in the patient circuit and the reported alarms were observed. With correctly closed patient circuit, the alarms could not be duplicated. The ventilator passed all safety and functional tests and was cleared for clinical use. No parts were replaced. Alarms such as low peep, high respiratory rate and low expiratory minute volume indicates a leakage in the patient circuit. The root cause of the alarms are attributed to a leakage. There was no ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator generated alarms for low peep, high respiratory rate and low expiratory minute volume. There was no patient harm. Manufacturer¿s ref #: (B)(4).